Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous right coronary artery. The 3.50x20mm nc trek balloon dilatation catheter (bdc) was noted to have the shaft separated during removal in the unspecified guide catheter as resistance was met. The separated portion remained in the unspecified guiding catheter and was simply removed when the guiding catheter was withdrawn. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.